Event description:
The customer contacted physio-control to report that their device had a white screen upon booting up. The white screen is indicative of the device locking up, rendering it inoperable. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed ui pcb assembly and observed no failure as it was an ancillary part. Physio then evaluated the removed sc pcb assembly and verified the reported failure. It was observed that an integrated circuit (ic) chip, designator u18, was sensitive to heat. When u18 got too hot, the device would lock-up with the white screen.